Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive and contamination was found under the audio bolus button key contact. This report is made based on results of investigation completed on (B)(4) 2013. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the audio bolus button was unresponsive and contamination was found under the audio bolus button key contact. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.